Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a rhythm clinicians believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device passed all testing and provided the appropriate shock analyses without duplicating the report. The device was recertified and returned to the customer. The data file from the event was not provided. The event decision cannot be evaluated for the algorithm determination. Analysis of reports of this type has not identified an increase in trend.